Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's ins was overdischarged. The patient had no relief, so they stopped using/charging their ins. The rep attempted to read the ins with the tablet. The patient is scheduled for a physician recharge mode (prm) on (B)(6) 2020. It is unknown at this time if surgical intervention will occur. Additional information was received from the patient reporting that the cause of the patient not getting relief was not determined. It was indicated that the prm (physician mode recharge) was not successful at recovering the ins. It was reported that 2 prms were done back to back without recovery. The issue had not been resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported that a request for an ins replacement had been placed to resolve the overdischarge.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for a follow-up appointment with their managing physician on (B)(6) 2020. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.